Manufacturer narrative:
Patient weight not made available from the site.on 09/30/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, site was experiencing intermittent instrument tracking within the synergy spine 2.1 application. In trouble-shooting, reported behavior could not be replicated. Checked ndi toolbox configuration utility status psu and scu show 'ok' status. The navigation system was tracking instruments as expected. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight provided.